Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and there were "electrical test fails code #50" messages, and the solenoid driver board was not calibrated. The fse replace the motor control board, and calibrated the solenoid driver board. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) gave electrical test fails code# 50 messages, the motor speed varied. There was no patient involvement, and no adverse event reported.